Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The left ventricular lead exhibited loss of capture at max output. On (B)(6) 2014 during the attempt to explant the lead it was difficult to remove the guidewire. The lead was explanted and replaced. The patient was doing fine after the procedure.